Manufacturer narrative:
Concomitant medical products: product ID 3986a, lot# lc0885, implanted: (B)(6) 2004, product type: lead. Product ID 748966, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 748966, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 7435, serial# (B)(4), product type: programmer, patient. Product ID 3986a, lot# lc0886, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
It was reported that at a pre-operative appointment for a lead revision procedure, it was discovered that the lead along the occipital nerve was exposed. The physician explanted the leads and left the implantable neurostimulator (ins) was left in place. The patient was to be brought back in 6 weeks (sept 2015) to be re-implanted. The patient was put on antibiotics. The device indication for use was noted as headache. Should additional information be received a supplemental report will be filed.